Event description:
High/unrefined superior vena cava (svc) coil impedance, and high rv thresholds. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).